Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that after insertion, it was found that there was no blood pressure display, and the machine would not work due to interference of electrocardiogram triggering. As a result, the catheter was removed and replaced with another catheter. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The serial number recorded on the complaint report matches the serial number on the returned sample. The lot number recorded on the complaint report matches the lot number for the returned sample. The reported complaint of iab ap waveform poor signal is confirmed. During the investigation, the bladder thickness was measured at six points with measurements ranging from 0.0071in-0.0075in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter central lumen aspiration/flushing test was unsuccessful. A kink was noted to the central lumen and a blood clot was partially cleared from the central lumen during the guidewire test. The blood built up in the central lumen may have resulted from not maintaining the patency of the arterial line. A blood clot or kink to the central lumen can lead to occlusion and are potential causes of the reported complaint. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. However, the received product did not meet specifications during the complaint investigation due to the kinked central lumen and blood buildup within the central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that after insertion, it was found that there was no blood pressure display, and the machine would not work due to interference of electrocardiogram triggering. As a result, the catheter was removed and replaced with another catheter. There was no report of patient complications, serious injury or death.